Event description:
Nurse started an IV and attached the vacutainer luer adapter and holder and proceeded to draw blood. When nurse withdrew the tube, the stopper remained in the holder and the tube came out of the holder and the tube came out of the holder and the tube came out of the holder resulting in blood exposure to eye, mouth and surroundings. No eye protection was used, only gloves and lab coat. No cuts were obtained, exposure to blood was to eyes and mouth. Post exposure treatment, eye wash and mouthwash. Employee sent to employee health to follow hosp procedures.